Event description:
Implanted port needle safety did not correctly activate when deaccessing. There is a plastic piece that is supposed to "click" and secure the needle to prevent needle stick. When I deaccessed the patient it did not activate correctly which could have easily resulted in a needle stick. I fortunately did not get a needle stick. This is the second time recently this has happened with the gripper plus brand of huber needles.